Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 1:30 pm for low blood glucose levels of 59 mg/dl. The customer stated that they blacked out while driving and hit another car. The customer was treated in the intensive care unit. The customer mentioned that their blood glucose escalated to 400 mg/dl. The customer mentioned that their insulin pump does not deliver the correct amount of insulin. The customer was assisted with troubleshooting, but no malfunctions were discovered from the insulin pump.